Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Additional contact information: (B)(6).

Event description:
The event involved a chemosafelock bag spike which was reported to have leaked oncovin medication during patient infusion. The distributor reported that the customer sent one actual sample which was connected to a saline bag for investigation along with the top film of individual package. The distributor stated that when they applied pressure on the saline bag, leakage occurred at the top surface of the sample and upon further observation damage was confirmed at the edge of the main seal, resulting in leakage. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. There was no report of harm as a consequence of this event.

Manufacturer narrative:
The customer shared photo samples where leaks were observed coming from the top seal of device. A scratch between the seal and the blue body was observed. The lot information was also shown on the photo. One used sample was also returned for evaluation. The sample was tested and a leak was confirmed, coming from the scratch on device. The sample was dissembled and a scratch on the post seal was confirmed. No additional damage or anomalies were observed on the rest of the components. No mating device was returned. Complaint of leaks can be confirmed based on the used physical sample evaluation. The probable cause was due to an error during welding process during manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg is 9/18/2023.